Event description:
On (B)(6) 2026, a shoulder revision surgery was performed. Revision of a cta head (product code: unknown, lot number: unknown), due to device migrating towards the clavicle and chest wall. The previous surgery was performed on (B)(6) 2015. The humeral implant will not be revised and will be converted to a reverse configuration. Patient: female, 79 years old, bmi 39,56. Event occurred in germany.

Manufacturer narrative:
No review of manufacturing records for complained parts can be performed either since lot number/product information is unknown. A final report will be submitted after the investigation is completed.